Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was normal and did not require medical treatment. The history showed that the insulin pump had previously alarmed compromised force sensor.